Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the handpieces have no phacoemulsification and there is a constant message of "occlusion." Additional information has been requested, but none has been received to date.

Manufacturer narrative:
The system was examined. The company representative confirmed that the settings were on the low side and adjusted them (in the system) accordingly. However, the system was tested and found to meet product specifications. There were 5 handpieces tested, (three of which were determined ¿bad¿). On recommendation of the company representative, the customer was provided with information to replace the 3 handpieces. Upon checking with customer service representatives, the customer has not replaced them to date. The phaco handpiece was manufactured on january 25, 2010. Based on qa assessment, the product met specifications at the time of release. The system operator¿s manual allows the doctors to adjust vacuum settings according to their preferences. However, it is advised in the directions for use (dfu) that the doctor use appropriate technique and settings. Three handpeices were found to be nonconforming. However, based on the information obtained, the root cause of the no phaco cannot be determined conclusively. Based on the information obtained by the company representative, the root cause of the reported occlusion event is use error attributed to the low vacuum settings. (B)(4).